Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella 5.5 was used to support a patient with non-st segment elevation myocardial infarction and during a high risk cardiac procedure. The patient had decompensated prior pump implantation requiring resuscitation and a balloon pump placed. During support, the patient experienced runs of ventricular tachycardia (vt). Blood pressure and flows remained stable. On a different date it was again noted of episodes of vt, that required shock and that patient was on lidocaine and amiodarone. Oxygen was increased. The patient was unstable and required reintubation. The patient was taken down to the catheterization lab to attempt to open the left anterior descending artery with no success. Ultimately, care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.